Event description:
The customer reported a bad fail alarm. If a loss of power occurs during use it could cause the unit to shut down due to back-up battery not working. No patient involvement .

Manufacturer narrative:
The customer returned power management pcba was installed in an fi test ventilator. Verification test 11 (internal battery) was performed and passed. The ventilator was run for one hour without any errors occurring. No failures were found. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause of the reported issue could not be determined.